Event description:
The facility reported a colleague infusion pump in which the channel select key on the channel a pump head module was difficult to use. According to the facility representative, the key needed to be pressed hard. It is unknown when this event occurred. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
The facility reported a colleague infusion pump in which the channel select key on the channel a pump head module was difficult to use. The customer was given a part number and advised to replace the pump head module keypad to resolve the reported problem. The device was not returned to the manufacturer for evaluation. This issue is currently being investigated under CAPA.